Manufacturer narrative:
Sections with additional information as of 19-feb-2021: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause - mlc-020 use/storage-improper storage user's test strip had poor storage

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 29-dec-2020 to ensure the patient condition improved and initial concern is resolved. Able to establish contact with customer who stated that condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 238, 218, 282 and 271 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-140 mg/dl; expected non-fasting blood glucose test result is 240 mg/dl. At the time of the call the customer reported feeling dizzy and hot; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).